Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the data management system (dms) showed that the system asserted appropriate low glucose alerts when the patient experienced hypoglycemia event. He eversense cgm system performed as designed and no further investigation was found necessary for this complaint. The patient has not reported any serious injuries, did not require medication attention.

Event description:
Senseonics was made aware of an instance wherein a patient using eversense cgm system went through a hypoglycemia event and reported that the eversense cgm system did provide an alert for the low glucose reading. The incident occurred at 07:30 pm , but the low glucose alert appeared at 7:37 pm, 7:52 pm and at 08:07 pm.